Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial/lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the reported issue (broken electrode/1-hr procedural delay) was likely caused by usage-related wear and tear of the device. The loop wire at the distal end of the hf-resection electrode wears out during use and may break, burn, or melt. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: (B)(6) hospital (documented here in its entirety due to character limitations in respective field). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the subject device broke outside the patient's body during a transurethral resection of the bladder tumor. The procedure and the patient's anesthesia were prolonged by 1 hour and was completed with a similar device. There were no reports of patient harm.